Event description:
MDR decision date: (B)(6). Consumer states that, allegedly, the cord attached to the pendant and battery pack (the section by the remote) cracked. The bushing there fell out and is exposing the wires. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model rps350-1 serial number/date code is unknown. The owner's manual part number 1078984 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumers's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.